Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the audible tone on the insulin pump is no longer functioning. The customer declined to have a replacement insulin pump sent to him. Nothing further was reported.